Manufacturer narrative:
(B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with the anvil, triggers in the closed position and no apparent damage, and with one tr45w reload present. The reload was received unfired. During the mechanical testing, it was noted that the firing mechanism on the device was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached as to what caused the firing mechanism to fail as the cartridge was returned unfired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The reload was loaded on the channel without any difficulties. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/ thick tissue between the jaws, may result in increased forced to fire or instrument failure. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that when they opened the ats45 on the back table and loaded it with a reload the jaws of the device would not close. They tried multiple times adjusting the reload and then attempting to close the device outside of the patient. They then switched the device out for a different ats45, and it did the same thing. Finally, they called the local ethicon rep who successfully guided them through a successful load and close operation of a third ats45. They felt comfortable using that device on the patient and it worked as normal. None of the ¿malfunctioning¿ devices were ever used on the patient as they never left the back table because they wouldn't close with a reload in the jaws. Staff later reported they did get one of the first two ets flex 45 to close on plastic packaging and when they fired it then the jaws would not open.